Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Based on the information provided by the reporting physician, the reported event was not related to a device malfunction or performance issue. The implanted pump was reported to be functioning as intended at the time of explant. The pump exchange was performed due to contamination resulting from persistent wound dehiscence and exposure of the device secondary to wound healing complications. The physician indicated that the incision failed to heal and that device removal was necessitated by exposure of the pump, not by any deficiency in device function. Therefore, intera oncology's evaluation concludes that the reported event was attributable to the patient's clinical condition and surgical site complications rather than a malfunction of the pump.

Event description:
Intera oncology was notified on (B)(6) 2026, of a pump exchange procedure. The originally implanted pump (serial no. (B)(6)), implanted on (B)(6) 2026, was associated with persistent wound dehiscence and hematoma, resulting in exposure and contamination of the device. The physician reported that the pump was functioning as intended with no performance issues. During surgical exploration, contamination of the implanted pump was confirmed. The contaminated pump (serial no. (B)(6)) was explanted and replaced with a new pump (serial no. (B)(6)). According to the physician, the pump exchange was performed due to contamination associated with failure of the incision site to heal. The physician reported that the event was not related to pump performance or malfunction and stated that the device was removed because it had become exposed secondary to wound healing complications.